Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The entire coil and pusher were removed along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The device was returned with the dispenser hoop, pusher, and implant for analysis. The implant was found detached from the pusher. The pusher was looped and wrapped into a coil shape. Starting from the distal tip of the pusher, the strain relief did not show any signs of burn damage; however, the heater coil was compressed/damaged. The distal body coil of the pusher did not contain any notable damages. The attachment bond area was intact, and the tie knot can be seen. The transition area of the pusher was slightly damaged. The gold connector of the pusher was bent in a shape of a chair. The resistance of the pusher was measured at "overload," which indicates an open circuit within the pusher. The proximal solder joints seemed intact; however, once the strain relief was removed from the distal tip the distal solder joints were found broken. The attachment monofilament in the pusher was fished out of the pusher, where the monofilament tip was observed to be stretched. The implant was deformed, and the proximal loop was bent damaged where the gel thread was broken. The proximal tie knot of the implant was still intact. There were no other notable observations. Based upon the investigation analysis and available information, the reported complaint is confirmed, because the implant was found detached from the pusher. Due to the physical characteristic of the attachment monofilament, the implant most likely detached due to experiencing over specification of pull force. The implant is stretched at the proximal portion, which may indicate that the implant may have been stuck and a sudden pull back of the implant caused the over specification of pull force which broke the attachment monofilament. However, a definite root cause for the over specification of pull force could not be determined.